Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument tip was broken when taking it out of the sterilized wrapper. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the amber colored plastic that holds the wiring and the base of the hook was cracked and falling apart. There was no wire exposed due to damaged insulation. It is unclear if pieces were missing. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The instrument was sent. The hospital patient information is unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm permanent cautery hook (pch) instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken piece(s) are not missing as a result of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.